Event description:
It was reported that the detached downstream occlusion seal was discovered during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the detached downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.